Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy (crt) pacemaker feature designed to help the device maintain crt pacing in the presence of ventricular sensing was occurring in non-atrial tracking mode but not in atrial tracking mode. The device was reprogrammed to a non-atrial tracking mode and remains in use. Noise was also observed on the right atrial (ra) lead when sensing in unipolar. The lead remains in use. It was noted that the patient has been in atrial standstill since a prior cardiac surgery. No patient complications have been reported as a result of this event.